Event description:
It was reported that the target lesion was located in the circumflex artery with heavy tortuosity and heavy calcification. An attempt was made to direct stent with a 2.5 x 23 mm xience v stent, however the stent failed to cross and dislodged onto the shaft of the device. The dislodged stent was withdrawn from the anatomy on the shaft of the device and no intervention was required. Pre-dilatation was then performed and another 2.5 x 23 mm xience v was attempted. However, it also failed to cross and after retraction from the anatomy, it was noted to have a flared stent strut. Further pre-dilatation was performed, and a xience prime 2.5 x 33 mm stent was attempted, but it also failed to cross. Upon retraction from the anatomy, it was noted to have flared stent struts. A 2.5 x 12 mm xience v stent was attempted next, but it failed to cross the lesion. Upon withdrawal from the anatomy, it was noted to have flared stent struts. More pre-dilatation was performed, and another 2.5 x 12 mm xience v stent was attempted, however, it also failed to cross the lesion. After withdrawal from the anatomy, it was noted to have a kinked shaft. No adverse patient effects were reported. The patient was sent to surgery for treatment of the lesion, as it was unable to be treated via angioplasty. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot for stent retention issues. Based on the available information reviewed, there is no evidence to suggest a product quality deficiency. It should be noted that the xience v instructions for use (IFU) states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It appears that the IFU deviation caused or contributed to the reported difficulties.